Event description:
It was reported that 49 days post a drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician implanted a 2.75 x 32 mm taxus express2 drug eluting stent in the left anterior descenting (lad). 49 days later, the patient presented with a 90% restenosis of the 2.75 x 32 mm taxus stent. The physician treated the restenosis with another 2.75 x 32 mm taxus express2 stent. There were no complications reported and the patient's condition is listed as okay. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.